Manufacturer narrative:
Literature citation: chen ding, et al.. "Comparison of cervical disc arthroplasty with anterior cervical discectomy and fusion for the treatment of cervical spondylotic myelopathy". Acta orthopredica belgi; vol. 79 - 3 - 2013. Age of pt: average age of 47.5 years (range, 33-63 years). 3 males and 16 females. (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature that 76 patients with single-level cervical spondylotic myelopathy with a minimum follow-up of two years were retrospectively analyzed. Thirty-seven of these patients underwent single-level cervical disc arthroplasty, while the other 39 patients underwent single-level acdf. Significant improvement in sf-36 physical/mental component scores and ndi score was found in both groups (p <(><<)> 0.05); however, the arthroplasty group had significantly greater score improvement at each follow-up time point (p <(><<)> 0.05). The joa score and nurick grade improved significantly at each time point in both groups (p <(><<)> 0.05), but there were no significant differences between the groups (p > 0.05). The range of motion (surgical level and c2-c7) remained unchanged in the arthroplasty group (p > 0.05), whereas it decreased significantly in the acdf group (p <(><<)> 0.05). The arthroplasty group had a lower incidence of complications than the acdf group. The intermediate outcomes of cervical disc arthroplasty compared favourably to those of acdf. In the arthroplasty group, there were 21 males and 16 females with an average age of 45.4 years (range, 30-62 years). In the acdf group, there were 3 males and 16 females with an average age of 47.5 years (range, 33-63 years). In the acdf group, dysphagia was reported in six patients.